Event description:
It was reported that this implantable pacemaker had a ventricular tachycardia (vt) episode which showed noisy signals on both the atrial and ventricular channel. Noise resulted in some intermittent oversensing and pacing inhibition on the ventricular channel. Patient's underlying rhythm was complete heart block. The noise appeared to be coming from an external source. All lead measurements were normal. At this time, this device remains in service and no additional adverse patient effects were reported.